Event description:
Reporter states customer's compact plus system displayed mmol/l. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.